Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Follow up attempts were made. The file will be reopened if additional information is provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in d.4., and d.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, after intraocular implantation surgery, the patient was unhappy with the vision facing excessive light during the day time also. The patient experienced excessive bright and flashes around the eye. The patient also had difficulty reading, hand writing on white paper, difficulty in distinguishing black letters on white board, excessive posterior capsule opacification in his left eye. Additional information received stating that the patient experienced glare, halos, poor reading ability in bright light . Increased reflection of white light, inability to see signals, inability to read letters in white background. Diagnosis of the harm was glare due to lens optical design. The patient's issue has not resolved and surgeon is planning to perform lens exchange. There are two medical device reports associated with this patient. This report is associated with the left eye.